Event description:
A surgeon reported during photocoagulation, a loss of power during laser emission was noted. Power on both ports is not the same. The coagulation on the first port is performed at 200 megawatts, while on the second port it is achieved at 100 megawatts. The surgeon feels he has to work on higher power levels. The procedure was completed with no harm to the pt.

Manufacturer narrative:
The company rep examined the system and replicated the customer reported event. The company rep reported that laser power output from "port one is 60% lower than port two". Add'l info received stated that they were unable to repair port one, due to parts being unavailable. The system was then tested and found port 2 to meet specifications. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).